Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Concomitant medical products: serial number of the myosure control unit, hysteroscope and aquilex not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. According to the instructions for use (IFU) warnings: to avoid perforation, keep the device tip under direct visualization and exercise care at all times when maneuvering it or cutting it close to the uterine wall. Never use the device tip as a probe or dissecting tool. (B)(4).

Event description:
It was reported during a myosure for uterine tissue removal the patient's fluid deficit started to increase about 5,000ml. The physician then performed a laparoscopy and noted a perforation. We have been unable to obtain additional information surrounding this event.